Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in india. It was reported that the battery charging voltage is 0v, with the power supply board being defective. During repair the rotaflow also displayed the "run away" error. No harm to any person has been reported. Complaint ID (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india. It was reported that during the routine check of the device the battery charging voltage is zero volt and the power supply board defective needs to be replaced. During the repair of the rotaflow console the error message "run away error" was displayed. No patient was involved. No harm to any person has been reported. The rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the technician was able to reproduce the reported failures. The (B)(6) flow potentiometer (article number (B)(4)) and the rfc power supply board (article number (B)(4)) has been replaced. After the replacement the device is working as intended. A similar complaint was investigated for the reported failure "run away error" in getinge life-cycle-engineering (lce) and the reported failure was caused most probably by an internal defect of the flow potentiometer. The resistance in one of the two traces is out of tolerance. This leads to a deviation of the set rpm (revolutions per minute) value between the control system and safety system. The cause for the defect could not be determined. A similar complaint was investigated for the reported failure "battery low" in getinge life-cycle-engineering (lce) and the reported failure was caused most probably by a defect diode d6 on the power supply board that led to the reported failure. Based on the investigation results the reported failures "battery low" and "run away error" could be confirmed. A review of non-conformities was performed on (B)(6) 2023, and during the time from (B)(6) 2019 to (B)(6) 2023 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on (B)(6) 2019. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.